Event description:
While priming a tubing, chemotherapy leaked out of the air eliminating filter.follow up information:chemo was observed leaking from the air eliminating filter. No other lots were checked. The manufacturer has received the devices and sent them for testing.